Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that all quality controls (qc) were out of range after a daily cleaning procedure. The sample in question was obtained prior to the daily cleaning procedure. Upon follow up, the customer stated they performed additional system primes and ran qc, which resulted in range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse inspected the instrument and performed probe alignments. The cse checked flow and aspiration on all probes. The cse performed leak check on valve 66 (v66) and valve 67 (v67). The cse performed decontamination on acid, base and wash. The cse flushed system with deionized water. The cse primed the system and placed back into service. The calibration and qc were within range except for one alternate method. The cse revisited the customer site and replaced v66 and v67 to prevent possible contamination. The cse ran system clean. The cse revisited the customer site and found qc were out of range for all assays with low relative light unit (rlu) values. The cse replaced bleach valves to ensure that no bleach was leaking into system. The cse replaced photomultiplier tube and calibrated the qc, which were still high out of range. The cse recalibrated and ran qc using fresh material, which were within range. The cause of the discordant cortisol and bnp results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cortisol result was obtained on a patient sample and discordant brain natriuretic peptide (bnp) results were obtained on three patient samples on advia centaur xp instrument. The discordant results were reported to the physician(s). The customer performed manual dilution for cortisol sample and obtained higher result. The sample was repeated on an alternate instrument, resulting lower. The samples for bnp method were repeated on an alternate instrument to obtain corrected results. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, cortisol and bnp results.